Event description:
It was reported that the patient presented in clinic for a routine follow-up. Upon interrogation, the implantable cardioverter defibrillator exhibited an error message that noted a device parameter reset had occurred and erroneous magnetic resonance imaging (MRI) values were detected. The device was restored to original settings. The patient had no symptoms throughout and was in stable condition.